Event description:
It was reported that balloon rupture occurred. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post procedure.